Event description:
The patient's pfo could not be surgically repaired due to the patient's hemodynamic instability so the patient was referred to the ICU due to endocarditis and a prosthetic valve infection. The patient died several hours later due to organ failure. The cause of death was unrelated to the aco implant.

Manufacturer narrative:
The aco was not returned to sjm for analysis. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product was not returned for analysis; however, review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a patent foramen ovale (pfo) occlusion procedure and was implanted with a 25mm amplatzer cribriform occluder (aco); however, the aco dislodged and migrated to the left ventricular outflow tract. When the aco could not be snared, the patient was taken to surgery where the aco was explanted. The patient's pfo could not be surgically repaired due to the patient's hemodynamic instability so the patient was referred to the ICU. The patient expired several hours later. The cause of death was not provided. User facility report number: (B)(4). Voluntary medwatch number: (B)(4).